Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted for a correction to the previously submitted h5. Corrected fields: h5.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the legal manufacturer's final investigation. Updated fields: b5, g3, h6, h11. A definitive root cause could not be identified for the cloudy images. Based on the results of the investigation, it is likely the following led to the malfunction: the surface of the objective lens was dirty, by unremoved old lens cleaner. Micro droplets adhered to the surface of the dirty lens led to temporary image cloudy on a part of the image.

Event description:
The surface of the objective lens was dirty.

Event description:
It was reported that multiple times during a therapeutic laparoscopic procedure, while the device was inside the patient, the image from the flex deflectable videoscope appeared cloudy due to the distal end not being heated. There were no reports of patient harm, and the procedure was completed using the same device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. In addition, the following reportable malfunctions were identified during the device evaluation: loss of observation image during angulation; scratches observed on the video connector; scratches on the tip metal section; and a shaved video connector. A root cause for the loss of observation image during angulation could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event is likely to have occurred due to excessive use, or defects in the video connector internal circuit board, scope connector internal circuit board, or contacts. A root cause for the scratches observed on the video connector could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this event is likely to have occurred due to usage stress or external factors. A root cause for the scratches on the tip metal section could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that this event occurred due to usage stress or external factors. A root cause for the shaved video connector could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is likely that this event occurred due to usage stress or external factor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.